Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, pt's history of non compliance is well documented. His hospitalization due to fluid overload was caused by his non compliance with either ccpd or capd. There is no history of device malfunction which could have caused or contributed to this pt's non compliance. The actual device was returned to the MFR for evaluation and a product investigation was performed. A visual inspection was performed and there was no evidence of physical damage. A simulated treatment was completed without any problems or alarms. Further evaluation found no device malfunctions that would have caused the reported fluid overload event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) pt reported that he was in the hospital due to excess fluid in his lungs and shortness of breath while using the liberty cycler. The pt stated that his cycler was not draining and filling very slow. During follow-up call, the pd nurse stated that the pt was admitted due to fluid overload. The pd nurse stated that the pt had been non compliant with treatment and was not completing his manual treatments. The pt's doctor suggested the pt be switched to hemodialysis due to noncompliance.